Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic after receiving therapy. Device alerts indicated possible high voltage lead issue and possible high voltage circuit damage. The patient received multiple therapies for vf. The lead impedance was low and out of range. Further device testing was recommended.